Manufacturer narrative:
Date of event - used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that balloon failed to deflate and removal difficulties were encountered. Vascular access was obtained via radial artery. The 80% stenosed, 24mmx2.25mm, de novo target lesion was located in the distal non-calcified left anterior descending artery. Following predilitation with a 2 x 20 emerge at 8 atm, a 2.5 x 15 nc emerge at 18 atm & a 2.75 x20 nc emerge at 16 atm, a 2.5x23mm non-bsc stent was implanted followed by a 24 x 2.25 promus premier drug-eluting stent implanted at 10 atm with no difficulty. The promus premier was fully deployed and well apposed. Following deployment of the promus premier stent, the delivery system balloon failed to fully deflate and there was difficulty removing it from the stent. The balloon was dialed up and dialed down, negative pressure was applied and the guide catheter was deep seated. The shaft was cut and a guide extension catheter used to remove the device intact with the balloon still inflated and the shaft stretched. The stent remained implanted and the procedure was completed with this device. No patient serious injury or adverse event were reported and the patient status was stable with timi 1 flow in the distal artery.